Manufacturer narrative:
The initial aware date of the complaint was (B)(6) 2021.

Manufacturer narrative:
Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus or improper seating. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related and/or procedural factors contributed to the event. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 23mm aortic valve underwent a surgical intervention due to perivavular leak after an approximate implant duration of 3.5 months. Three additional sutures were added. As reported, post-operatively the patient experienced empyema and wound infection. It was noted the valve appeared to be tipping into the lvot in diastole whereas it was in normal position in systole. The patient did not show symptoms and was feeling well.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 23mm aortic valve underwent a surgical intervention where 3 additional sutures were added due to perivalvular leak (pvl) after an implant duration of 4 months and 8 days. As reported, the valve was implanted via anterior right thoracotomy (art) and minimally invasive coronary artery bypass grafting (midcab) was performed concomitantly. No pvl was observed on the echo performed immediately post-op. Post-operatively the patient experienced empyema and wound infection. The follow-up routine echo showed pvl. Per clinical observation, the valve appeared to be tipping into the lvot in diastole; however, it showed normal position in systole. The patient did not show any symptoms and was feeling well. As reported, "the valve was left in situ as it was welded in".